Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was unknown.